Event description:
The report we received from our affiliate via the study indicated that, sometime after placement of two smart control stents in the right sfa, a persistent dissection flap occurred in the distal sfa. It was noted that an additional stent was placed in the distal sfa, overlapping the distal end of the previously placed stent. Additional patient and procedural information has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure. Please reference MFR. Report #s 9616099-2006-00905 and 00906.